Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the fiber did not identify the black spots initially reported; therefore, the initial allegation was not confirmed. The visual inspection concluded that the fiber was received in one piece, there were no defects on fiber body; however, it was found that the fiber tip was degraded. During the microscopic analysis it was observed distorted light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented burn marks. The identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. With all the available information, boston scientific concludes that the initial reported allegation of black spot was not confirmed. The connector fracture and burn marks on the connector are unrelated to the initial black spot allegation. However, based on the finding, the connector fracture and burn marks were probably caused by the interaction with the console. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber had black spots. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified a fracture on the connector.